Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a follow-up report will be submitted. (B)(4).

Event description:
It was reported during the procedure the physician were no signals from the distal electrodes, although there were signals from the proximal electrodes. All connections were checked, however this did not resolve the issue. When the physician removed the catheter for inspection, he noticed the tip of the device had what appeared to be a "case of plastic or gelatine" surrounding it. When he tried to purge the catheter, it was noted the flow was not correct. No rf was applied with this device and the total time this catheter was inside the patient's body was less than 10 minutes. There were no consequences to the patient.